Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported, approximately 1 day, post-implantation of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the 29 mm sapien 3 valve was explanted and an edwards surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Upon review of the medical received for the reported event, on post operative day (pod) 1, transthoracic echocardiogram revealed a membranous ventricular septal defect (vsd), suggestive of annular rupture and a new aortic bioprosthetic mild to moderate paravalvular leak. After discussion it was decided to perform an open-heart surgery with repair of the vsd and replacement of the pre-existing ascending aortic aneurysm, including aortic valve replacement with a 27mm surgical valve. Per the surgeon's findings, there was a bicuspid aortic stenosis with fused left right commissures and severe calcification. Hospital course was complicated by post operative atrial fibrillation requiring cardioversion, followed by vision changes in the right eye due to possible ischemia to the retinal artery treated with eliquis, which improved prior to discharge. The patient was discharged home in stable condition on pod# 10. There were no allegation or indication of an edwards' device malfunction. These events are covered under FDA thv/tvt registry exemption e2016006 and will be reported via edwards summary reporting. Therefore this individual MDR is herein retracted.